Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure. The patient reported their blood glucose levels were over 250 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The soft cannula was in a non-deployed state when the device was received. The data showed that the first priming sequence ended at 35 pulses and deactivation occurred at 45 pulses. The device did not run enough pulses during the priming sequence to deploy the needle mechanism due to rotational sensor malfunction. Rotational sensor errors were present in the device data. The device was reset, connected to a pdm and delivered a 5-unit bolus and it ran clean. The needle mechanism deployed during the rerun. Contamination was observed on the commutator cap. While this contamination was observed on the commutator cap, it could not be determined if it contributed to the rotational sensor malfunction.